Manufacturer narrative:
Report date: 13 feb2019. Date received by manufacturer: 06feb2019. Follow-up root cause failure analysis on the returned data acquisition (da) board shows that the data acquisition (da) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 14dec2018. UDI #: (B)(4). Initial reporter: no phone number provided. The manufacturer¿s international service technician confirmed the reported pressure issue and replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the pressure accuracy test (pvt test 4) at the 0 point specification. There was no patient involvement. The event date was not specified; estimate used.